Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.reference reports 3012447612-2024-00058 through 3012447612-2024-00062.

Event description:
It was reported reported a revision surgery was performed to address curve progression and suspected tether cord breakage. A posterior screw construct was added during the revision without removing the tether construct. This is report three of five for this event.

Manufacturer narrative:
H6: additional method code: 4110. Corrections in g1. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: the lot number was not reported and the device was not returned, therefore a DHR review is unable to be performed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported a revision surgery was performed to address curve progression and suspected tether cord breakage. A posterior screw construct was added during the revision without removing the tether construct. This is report three of five for this event.